Event description:
According to the reporter, during an open palatoplasty procedure, while the suture intraoperative was on first pass, the needle was broken. Another suture was pulled to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.